Event description:
Per report, after the transfemoral deployment of a 23 mm sapien valve, the patient experienced hemostatic instability requiring CPR, and underwent insertion of an impella 2.5 for support. Summary of case: the sapien valve was positioned and deployed 50:50 in relation to the native annulus. Post implant the patient's blood pressure (bp) remained in the 30's systolic and CPR was started. Inotrope support was given in an effort to raise the mean arterial pressure. CPR continued for roughly 2 min and was discontinued once the patient's pressure reached 150 mmhg systolic. Tee revealed trace central aortic insufficiency (cai) and trace perivalvular leak (pvl); there was no effusion or evidence of annular rupture noted. The delivery system was removed and the right groin was surgically closed. There was no vascular complication. Just after groin closure the pt had a pea arrest. CPR was restarted and inotrope support was continued. An impella 2.5 was prepped and inserted across the valve and maintained at maximal support. Pressure continued to decrease and CPR was again initiated. The patient stabilized on impella and inotrope support. The lines were sewn into place and act maintained therapeutic. As the patient was being prepared to be transferred from the table, he once again became unstable and it was noted that the impella needed to be repositioned. CPR was initiated and the impella was repositioned. Once the device was repositioned the patient was stabilized and transferred to the unit for management. The patient expired the next day; the cause of death is unknown at the time.

Manufacturer narrative:
The medical history of this patient, as well as the following additional information were extracted from the medical records provided by the implanting site: after sheath removal the patient developed hypotension again with worsening cardiac contractility. Given the patient's low cardiac output, the impella device was inserted across the prosthetic valve for additional patient support. The intra-procedure echocardiogram showed no evidence of effusion and slightly decompression of the left ventricle, which had been very distended. A hemodialysis catheter was placed for the patient's renal failure and the patient was transferred to ICU on mechanical ventilation for respiratory failure. A few hours later the labs showed evidence of shock liver and a renal consult was requested for the patient's acute on chronic renal failure and severe lactic acidosis. The patient continued to decompensate despite extreme measures and was pronounced dead on the next day; the cause of death was cardiopulmonary arrest, cardiogenic shock. Per the instructions for use (IFU) for the device, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. The most common etiologies for hypotension are dehydration, moderate to severe bleeding, severe organ inflammation, underlying heart disease, pulmonary embolism, abnormal heart rhythms, and certain medications. In this case, the root cause of the reported procedural hypotension cannot be confirmed; however, in addition to the procedure itself, the patient had a significant and complex medical history, including multiple serious cardiac conditions (i.e. Cardiomyopathy, cad, severe lv dysfunction with an ef=15-20%, chronic renal dysfunction) which could have contributed to the event. Furthermore, there was no allegation of device malfunction. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.